Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the device displayed an error code, errors were noted in the log files. It was noted during analysis that the battery compartment was contaminated with liquid. Analysis also noted that the battery was depleted, and the device failed incoming testing due to error code. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.